Event description:
It was reported that at a routine device check in (B) (6) 2009, it was detected that the device was at eri (elective replacement indicator) and had been since (B) (6) 2008. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that at a routine device check on (B) (6) 2009, it was detected that the device was at eri (elective replacement indicator) and had been since (B) (6) 2008. Suspected premature battery depletion was indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up, resulting in an unclearable eri. The condition was found to be the result of a timing anomaly internal to a pacing/sensing integrated circuit.